Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, crease fold and delamination of valve. Leak test and microscopic analysis were performed which identified: striated opening and delamination (<75% total separation). Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool and partial delamination of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.